Event description:
It was reported that the bd micro-fine¿ pro pen needle experienced needle clogging difficult to operate. The following information was provided by the initial reporter on (B)(6) 2022, I pressed the pen to use in no let; however, the button could not be pressed and the drug solution did not come out.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were corrected due to additional information: d.10. Device available for evalution?: yes. D.10. Returned to manufacturer on: 09-aug-2022 h.6. Investigation summary: one open 32g x 4mm pen needle sample and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and photos and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the bd micro-fine¿ pro pen needle experienced needle clogging difficult to operate. The following information was provided by the initial reporter on (B)(6) 2022, I pressed the pen to use in no let; however, the button could not be pressed and the drug solution did not come out.